Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the right leg using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, the physician advanced the cat12 through the sheath and into the patient. Next, the physician had difficulty advancing the cat12 up to the popliteal vein due to how chronic the clot was. Then, the physician reached a point on the top third of the femoral vein, where the cat12 would not advance anymore. It was reported that the physician experienced resistance while attempting to advance the cat12 further. Therefore, the cat12 was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.